Manufacturer narrative:
(B)(4). (B)(6). Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It is reported that the device would not insert and did not fit during a knee arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned component found inferior side of the device exhibits damage and deform while the superior side is gouged. Dovetail feature is both compressed and flared out. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to user error. Per the package insert (87-6203-453-23 rev. B) says "do not reinsert an articular surface implant that has been inserted previously." Detailed instructions for inserting the articular surface are provided in the nexgen cr-flex fixed bearing surgical technique (97-5952-02, rev. 1, page 15) and the surgical tip: articular surface inserter ¿proper technique &use¿ guidance document. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.